Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated.

Event description:
It was reported that following a fall patient experienced ineffective therapy and patients lead has high impedances, patients lead is fractured. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Correction b5- lead fracture was not confirmed. Correct h6- medical device problem code- high impedance rather than fracture.

Event description:
Additional information indicates that patient had two leads with high impedances, lead fracture was not confirmed. Surgical intervention was undertaken on (B)(6) 2025 wherein both leads were explanted and one new lead implanted to address the issue.

Manufacturer narrative:
The report event of impedance issues was not confirmed. As received, visual inspection, and resistance testing showed the returned lead passed all tests. The cause of the reported event remains unknown.